Manufacturer narrative:
The field service rep was unable to determine the cause but noted the mix and dry pressures were outside recommended range and he adjusted them to within specifications. He also checked the tubing, peristaltic pump and mixtower. Ise performance test, check test and quality control were performed to verify analyzer performance.

Event description:
Customer received a discrepant sodium result for one patient sample. Initial result gave 127 mmol per l. Same sample repeated three times gave 135, 132, 134 mmo per l. Initial patient result was not reported. Customer stated no other patient samples were affected and refused to provide any patient information, diagnosis, or medication information.